Event description:
The clinician reported that seven months after the dental implant was placed, in ada site #22 of the patient¿s mouth, non-osseointegration was observed. Patient presented bone type iii. The device will be forwarded to the manufacturer for investigation. Patient reported pain, mobility, bleeding, dehiscence, inflammation and swelling at time of event.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that seven months after the dental implant was placed, in ada site #22 of the patient¿s mouth, non-osseointegration was observed. Patient presented bone type iii. The device will be forwarded to the manufacturer for investigation. Patient reported pain, mobility, bleeding, dehiscence, inflammation and swelling at time of event.